Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was "not paying attention" and entered an incorrect carb value and delivered an 18u bolus of insulin. Customer's blood glucose at the time of event was 200 mg/dl. Customer's parent changed the max bolus setting from 25u to 18u as a preventative measure.